Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a calcified artery. Following pre-dilatation, a 2.75 x 16 synergy drug-eluting stent was advanced but resistance was felt. When the device was removed, it was noted that the distal stent edge got lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.